Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient's revision operative records were received. Records indicate the patient was revised to address increased metal ion levels. Upon revision synovitis and gray colored fluid were found in the hip. Also noted, corrosion was found on the femoral neck. The femoral stem and sleeve were added to the complaint and the complaint was re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.